Event description:
It was reported that the patient experienced hemoptysis during the cardiomems implant procedure and the procedure time was delayed due to the hemoptysis and following difficulty with sensor deployment. The physician was in the process of implanting the sensor when the hemoptysis began. The case was halted and during monitoring of hemoptysis and the sensor was placed on a sterile table without saline gauze or bath. A wedge catheter balloon was inflated in the lateral portion of the pulmonary artery and left for 20 minutes until the hemoptysis resolved. After 30 minutes the physician determined they would move forward with the implant procedure. The sensor was re-prepped and placed into the left pulmonary artery and deployment was attempted. The sensor seemed attached to the delivery catheter via the distal loop and several attempts of advancing and torquing the delivery catheter were attempted. Next, a buddy wire was advanced into pulmonary artery and the balloon catheter was inflated to hold the sensor in place while the delivery catheter was withdrawn. This was not successful. Finally the delivery catheter was cut with scissors about 8 inches from hub with 0.018 wire in the lumen. A 6f multipurpose catheter was then run over the delivery catheter and advanced into the pulmonary artery. Once a section of the multipurpose was cut to access and hold the delivery catheter while the multipurpose catheter was advanced past the section where sensor was attached. The sensor then successfully deployed into left pulmonary artery. Readings were successfully obtained. The doctor believed it was guidewire that caused the hemoptysis and stated that it most likely occurred when getting access to left pulmonary artery. The patient was kept overnight and discharged the following day. Imaging was obtained however a perforation location was not identified.

Manufacturer narrative:
No device analysis results are available because the device was not returned for investigation. The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.